Event description:
It was reported that during an unknown procedure the clips were malformed would not advance to hold the tissue. They used a second device to complete the case. No patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.